Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event could not be reproduced. The fse replaced the universal surgical manipulator (usm) and the system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. This manufacturer report captures the system down allegation. Manufacturer report number 2955842-2026-16414 the procedure converting due to unknown reasons.

Event description:
It was reported that during a da vinci-assisted surgical procedure, user informed the technical support engineer (tse) that the endoscope on arm 3 could not move up or down, although left-right and insertion movements were functioning. Initially, the arm could not be moved using the clutch button, leading to a shutdown and restart, which temporarily resolved the issue. However, the problem reoccurred during surgery. The tse asked if there was any blockage or collision, but the user confirmed that the arm could be moved manually without resistance. No related errors were found in the logs, except for an unrelated rfid error. Despite new draping, positioning, and trying different endoscopes, the issue persisted. The tse suggested swapping the endoscope with an instrument to see if the problem remained with arm 3. After swapping, the endoscope worked correctly on arm 2, but further testing on arm 3 was not possible as the surgery was converted for reasons unrelated to the system. No known impact or patient consequence was reported.

Manufacturer narrative:
Updated fields: g3, g6, h2, h6, and h11 corrected fields: h6, h11 corrected device evaluation: this universal surgical manipulator (usm) was returned for failure analysis, and the reported issue was not confirmed and not replicated. A review of the logs revealed no data to indicate that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a test platform where all relevant testing was passed within specification. Once testing was completed, all searchlight, chipencoder virtual absolute (cva), and hall sensor assemblies were inspected, but no faults could be identified.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Additional information: intuitive surgical, inc. (Isi) has received the universal surgical manipulator (usm) (part number 380647-34; serial number (B)(6)) associated with the event and completed the failure analysis (fa) investigation. The usm was analyzed and found the reported ¿arm 3 with endoscope - unable to move up/down¿ error was confirmed but not replicated. In the system logs, the ¿22026¿ error was found indicating ¿vessel sealer extended failed during homing on usm3¿ fault confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a psc fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the ¿carriage accr¿ was inspected, and no faults could be identified. As a result of these findings, fa concluded that the ¿carriage accr pca¿ are consistent with the reported event and are the potential root cause for this issue.

Event description:
Refer to h11 for follow-up information.